Manufacturer narrative:
The t:slim x2 user guide indicates that the cartridge is for single use only. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (388 mg/dl). Customer administered a manual injection and delivered a bolus via the pump to address the issue. System check was performed with tandem technical support and no anomalies were noted. Customer removed the infusion set cannula and reported that there was a small kink at the top but did not think kink was large enough to cause any issues. Customer also reported reusing and refilling cartridges in the past. Tandem technical support reminded the customer that reusing or refilling cartridges is contrary to device labeling. Customer changed out the infusion site and resumed insulin delivery. Recommendation was made to consult with health care provider regarding diabetes management.